Manufacturer narrative:
The patient's driveline infection is reported under MFR #2916596-2020-00521. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient became acutely short of breath and decompensated. The patient was admitted a few weeks prior for thrombocytopenia associated with linezolid which was being taken for a driveline infection. The patient became unresponsive with lactic acidosis. The cause was unclear. The patient was hypotensive but improved and started to wean inotropes. Log files were sent to the manufacturer to assess if there were any changes in pump function that would be concerning for thrombus or pump malfunction. There were no notable alarm conditions or parameter changes seen in the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event as well as a direct correlation to heartmate 3 lvas could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 09jan2020 through 21jan2020. The log file captured 21 pi events over the approximately 12 days of captured data which is not considered abnormal. No atypical alarms or events were captured throughout the submitted log files. The pump appeared to be functioning as intended at or above the low speed limit with stable parameters. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.